Event description:
It was reported that during a bariatrics procedure, the device was found bent in the packaging. Another reload was opened and used. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one ecr60w cartridge reload instead of the reported ecr60b was received. The reload was received unfired; the pan was bent and partially engaged at proximal end. No functional test could be performed due to the condition of the returned cartridge. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.